Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 5 years post deployment of a 23mm sapien valve in the aortic position, the patient underwent a valve in valve (sapien 3 in sapien valve) tavr procedure due to calcified leaflets.  The patient was stable at the conclusion of the case.

Manufacturer narrative:
Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event, the root cause of this event could not be determined but may be related to the mechanisms above.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.